Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 4.13 inr on a comparison lab. A 2.5mg vitamin k shot was ordered based on device result, however this was cancelled after lab result returned. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.